Manufacturer narrative:
The technician was unable to duplicate the reported smoke but noted that the flex assembly on the motor cartridge was damaged.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Event description:
It was reported that during a procedure at the user facility a tiny amount of smoke was coming out of the end of the core impaction drill. The procedure was completed successfully using back-up equipment with no delay, no medical intervention, and no adverse consequences reported.

Event description:
It was reported that during a procedure at the user facility, a tiny amount of smoke was coming out of the end of the core impaction drill. The procedure was completed successfully using back-up equipment with no delay, no medical intervention, and no adverse consequences reported.